Manufacturer narrative:
Customer (person) not provided, information provided by reed & terry, llp. Occupation: non-healthcare professional PMA/510(k) - k171712. Investigation: filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a cook celect-pt filter and is alleging tilt. Hospital and medical records have not been provided.